Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify no button response complaint and perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to blank flashing white light on the display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump constantly flashes a black and white screen and the pump cannot be silenced. Customer also indicated that the cannot run a self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.